Manufacturer narrative:
The reported event that 1.2mm profyle screwdriver complete was alleged of 'no fitting' could be confirmed. Based on investigation, the root cause was attributed to be user related related. The failure was caused by the incorrect device used for the surgery. When the customer ordered a set to stryker, it was not an extraction set but an implantation set. They did not provide the customer service with the identification of the screws they had to remove. The patient underwent the initial surgery in another hospital and came to another one for the removal, therefore, no medical records were available at this time to the hospital staff. The surgeon tried to remove these screws (cross head) with a solid screwdriver that is not compatible (hexagonal screwdriver) there was a clear miscommunication between the hospital and the customer service moreover, the 3 screwdrivers reported are t&e products for the hand and that the 2 types of screws that had to be removed were craniomaxilofacial screws, this event is classified as a customer service related complaint. Please note the current IFU reads: ''use of original products implants and instruments are produced and designed to be used together. The use of products from other manufacturers along with stryker leibinger products can involve incalculable risks and/or contamination of the material and misalignments of implant to instrument, thereby endangering the patient, user or third parties. Instruments handling information all instruments should be verified for proper function prior to each clinical use. The user must be familiar with the instruments function prior to clinical application.'' [Original statement(s)]. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the operating room manager at the user facility that during a procedure a screwdriver blade would not purchase with the implanted screws that were scheduled for removal. As a result of this alleged product malfunction, an additional procedure was performed in order to remove the implanted screws.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the operating room manager at the user facility that during a procedure a screwdriver blade would not purchase with the implanted screws that were scheduled for removal. As a result of this alleged product malfunction, an additional procedure was performed in order to remove the implanted screws.